Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2020, the patient was admitted because a congestive heart failure. On (B)(6) 2021 during a follow-up, the following message was displayed: "the pacemaker is in standby mode". The pacemaker was reinitialized and nominal values were found. An increase of the thresholds of the subject ventricular lead and the atrial lead were also observed since the last follow-up on (B)(6) 2020, from 1.25v to 2.25v for the atrial channel, and from 1.25v to 2.0v for the ventricular channel.

Event description:
Reportedly, on (B)(6) 2020, the patient was admitted because a congestive heart failure. On (B)(6) 2021 during a follow-up, the following message was displayed: "the pacemaker is in standby mode". The pacemaker was reinitialized and nominal values were found. An increase of the thresholds of the subject ventricular lead and the atrial lead were also observed since the last follow-up on 17 february 2020, from 1.25v to 2.25v for the atrial channel, and from 1.25v to 2.0v for the ventricular channel.